Manufacturer narrative:
The anatomy was not tortuous. The lesion was not pre-dilated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the balloon returned deflated. The balloon folds were expanded. There was blood visible in the balloon. There was no stretching evident to the proximal balloon bond. Tip was slightly flared consistent with product use. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the distal section of the balloon material. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the balloon material directly above the distal markerband. There was no lead in scratches evident proximal or distal to the tear site. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a euphora rx ptca balloon catheter to treat a lesion in the left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The device did not pass through a previously deployed stent. Resistance was not encountered. Excessive force was not used during delivery. It was reported that the balloon burst during the first inflation at 4 atms. The patient is alive with no injury.